Event description:
It was reported that a patient experienced sepsis and subsequently passed away coincident with peritoneal dialysis therapy. The cause of the sepsis was not reported. The patient was hospitalized twelve days prior to passing away and passed away in the hospital. Treatment for the sepsis was not reported. Dianeal therapies via continuous ambulatory peritoneal dialysis (capd) were ongoing up until the time of death. It was not reported if the patient was performing therapy with a baxter healthcare device and/or baxter healthcare solution(s) at the time of death. The cause of death was reported as unknown origin septicemia and it was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date during the hospitalization, the patient experienced sepsis. Additional information: the telephone number for the contact was reported as: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.